Manufacturer narrative:
(B)(4). Concomitant medical products: cocr femoral heads, # item 00801804001, lot 61901627; unk liner; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01758. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to unknown reasons. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.. Root cause was unable to be determined. A versys femoral head and an unknown liner were returned for evaluation. Visual examination of the head identified dark debris and a thread-like pattern inside the conical taper. The visual inspection identified a part of the rim on the liner was fractured as well as wear on the liner. Liner identification cannot be identified on the returned liner. Dimensional analysis of the head, where measured, was conforming to print specifications. The device was submitted for further analysis. Sem analysis determined the deposits on the taper surface and circumferential grooves in the deeper portions of the taper, possibly from the imprinting of the surface texture of the 12/14 stem taper. Axial wear or corrosion marks and pitting were also visible on the taper surface. Quantitative eds analysis of the taper surface showed combinations of: biological material containing some or all of the elements c, o, na, p, cl and ca. Cocrmo substrate material that showed elevated levels of cr, mo and o in the darker-imaging deposit areas, possibly evidence of corrosion products. Small amounts of titanium, possibly transfer from the stem taper. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.